Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerns an unknown male patient of unknown origin. Medical history and concomitant medication were not provided. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a reusable device (humapen ergo ii), at unknown dosing frequency, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date. On an unknown date in 2024 while on insulin lispro therapy, he was hospitalized in an intensive care unit for three days, due to diabetic ketoacidosis. On an unknown date, he noticed that humapen ergo ii pen did not dispense the medication as plunger cursor could not move, even after selecting all the units of the pen ((B)(4), lot: 2407d05). He also used insulin through syringes. Information regarding corrective treatment and outcome of the events was not provided. Treatment status of insulin lispro therapy unknown. The operator of humapen ergo ii was the patient and his training status was not provided. The general and suspect humapen ergo ii device duration of use was not reported. The suspect device status was not provided, and its return status was unexpected. The reporting consumer did not provide relatedness of event with insulin lispro therapy or with its humapen ergo ii device. Edit 09apr2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. A follow-up report will be submitted when the final evaluation is completed, as necessary.